Manufacturer narrative:
The returned device was thoroughly inspected and analyzed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed, and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. This device passed all returned product testing; however, boston scientific has initiated an investigation into the behavior described in the event description, including consideration of potential design enhancements, as deemed appropriate.

Event description:
It was reported that the right atrial (ra) lead from another manufacture has had a variable impedance for about a year. The ra lead has spent a lot of time at greater than 2500 ohms. Minute ventilation oversensing was also recorded. Additional information was reported, indicating that both ra and rv leads showed pacing inhibition. As a result, this cardiac resynchronization therapy defibrillator (crt-d) was removed and replaced. No additional adverse patient effects were reported. This crt-d was returned and a device evaluation was completed.